Event description:
Boston scientific received information that this left ventricular (lv) lead displayed loss of capture (loc). Subsequently, it was found out this lv lead came out of the vein. This lv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.